Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was feeling a pounding sensation that was synchronized with his pulse. It did not matter if he adjusted the amplitude. The patient did not have this sensation with the trial stimulator. The patient spoke with a manufacturing representative (rep) and she recommended some adjustments, which did not help. He could turn the stimulation up until it was painful and down until it was not effective and he still felt the pounding sensation. The issue had been occurring since implant. Further follow-up is being conducted to determine what circumstances were that led to the issue and if the pounding sensation has been resolved. If additional information is received, the event will be updated. Additional information received reported when the patient met the representative last wednesday ((B)(6) 2016), the new settings on the stimulator were working well. A therapeutic tingling sensation was felt along the lower back and in both legs. The strong pulsing effect was also minimal. Thursday's results were also good. On friday the battery charge indicator showed that the implantable neurostimulator (ins) was down to about a 25% charge. The patient put the recharger antenna over the implant and in about three hours the indicator on my ins adjuster showed that the ins was fully recharged. During the recharging period, the patient did not charge the recharger's battery, nor did he have the ins turned on. When he turned the ins on, it appeared the old settings replaced the new settings. The ins tingling had relocated to mostly in the left hip, and was just barely felt in the left lower back. Also the strong pulsing effect was again felt as it was previously, and in the same areas. He could wait to make any adjustment until he saw the hcp on tuesday ((B)(6) 2016) at 9:00 to see what happened. If he did something wrong he could find out what he did. Also, the patient and representative could reprogram the ins. The representative found that the patient had accidentally switched the ins from the new settings to the old settings. At the (B)(6) 2016 appointment, the hcp saw no problem with the ins and had no reason for the problem. The control unit was recalibrated on that date by the representative, and worked as intended for about 24 hours. The problem had not been resolved. In the morning, when the patient first got out of bed he had to reset the ins as he was going from a prone to a sitting/standing position. The tingling sensation was felt, but after a few minutes, the pulsing/squeezing effect was felt, lightly at first, and then it increased to an uncomfortable level unless the morning setting was reduced. At that point the pulses, which were synchronized to the patient's heart beat, had a very minimal therapeutic effect. At the start of each pulsing cycle there was no feeling of the tingling sensation. Then as the heart beat cycle continued, the tingling sensation increased until it became a very strong pulsing/squeezing, and uncomfortable when set at what was an effective level at the beginning of the heart beat cycle. At the end of the heart beat cycle, the pulsing/tingling sensation dropped down to almost no feeling. If he put the ins at a setting which was tolerable at the end of the cycle, the tingling impulse at the beginning of the cycle was so low as to be non-effective. As a result, he had the ins turned off much of the day, and waited until he could reset the ins for a brief period of some relief when it worked as he thought it was intended. The best way he could think of describing the experience of his problem was comparing it to the sensation one gets when being shocked by an electric livestock fence. To avoid a full shock a green grass stem is held in the fingers and the stem touched to the "hot wire". A jolt of electricity is felt. It is not so strong as to be painful, but strong enough to be u ncomfortable. It also felt like the muscles in the hand and arm were being squeezed or contracted. The shocks came about once every second with each jolt lasting only a fraction of that second. As the grass stem is slid along the wire so that the electric shock has to travel farther along the grass stem to the fingers, the shock diminishes. In the patient's case, the ins shock was made up of a series of shocks, similar to sliding the grass stem and the fingers away from the wire, but all taking place in a one second interval. The first part of the shock feeling was the strongest, while the next five or six shocks were of decreasing intensity with a total duration of about half a second. The remaining half of the second had no sensation except sometimes there might had been a slight tingling. After one second, the cycle repeated. The severity of the shock could be increased or decreased depending on how the control unit was set. Overall, instead of diverting the sensation of pain the ins, in the patient's case, added to it. The patient&#38112;current opinion was that the ins was not providing the pain relief he expected, and unless the therapeutic benefits could be improved, he would seriously consider having the entire device removed and deal with the pain problem, which had been mostly successfully co ntrolled with opiate medication.